Manufacturer narrative:
Date is month valid. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was difficulty charging. The patient can only get 4 bars but it quickly goes to just 2 bars. The rep stated the patient's implant depth seems deeper and the implant was moving around. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the coupling bars were depleting very quickly. The ins setting was deep in the breast tissue and not on a flat plane. They were able to find a spot to get eight bars. The patient was able to fully recharge and turn back on therapy. No further complications were reported as a result of this event.